Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing and increased capture threshold resulting in a loss of capture was noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed ra lead dislodgement. The physician resolved the issue by reprogramming the device. The patient was in stable condition.